Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the vela ventilator is giving transducer fault high peak inspiratory pressure (pip), high positive end expiratory pressure (peep), low ve (minute ventilation) alarm prior to patient use. There was no patient involvement reported with this event.